Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational hypertension, sleep apnea, sexual transmission of infection, trichomoniasis, herpes simplex, anemia, cesarean section (two times), eye discharge, eye irritation, essential hypertension, dyslipidemia and sleep apnea. Concomitant products included labetalol, lisinopril, medroxyprogesterone acetate (depo provera), methyldopa and nifedipine (procardia). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis infection (bladder/ urinary tract/vaginal) type:") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia inability to have sexual intercourse)"), dyspareunia ("dyspareunia painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and back pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), pelvic adhesions ("surgery (other type of surgery: l)::sis of adhesions,"), fungal infection ("bacterial vaginosis infection (bladder/ urinary tract/vaginal) type: yeast") with vaginal discharge, the second episode of vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). The patient was treated with ibuprofen and surgery (diagnostic laparoscopic, lysis of adhesion, total abdominal hysterectomy and bilateral salpingectomy and on (B)(6) 2016 underwent ablation,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, abdominal pain lower, pelvic adhesions, fungal infection, female sexual dysfunction, dyspareunia, dysmenorrhoea, bacterial vaginosis, vaginal haemorrhage and vulvovaginal mycotic infection outcome was unknown and the back pain, the last episode of vulvovaginal pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion no opacification of the fallopian tubes or free spill of contrast into the pelvis.. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound which is not exclusive of pats; on (B)(6) 2016: uterus: the uterus is retroflexed and measures approximately 10.2 x 4.0 x 4.4 em (sagittal by ap by transverse). No uterine masses are identified. The endometrium is normal in thickness, measuring 6 mm. A small nabothian cyst is incidentally noted within the cervix. The essure devices are not definitely visualized, which may be secondary to the posterior position of the uterus. Ovaries: the right ovary measures approximately 3.0 x 2.2 x 1.3 cm. Stromal echotexture is uniform and normal. Impression: no uterine abnormalities identified. Normal endometrial thickness. Essure devices not definitely visualized, may be secondary to posterior position of the uterus. Normal ovaries. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received- events- "abnormal bleeding (vaginal) ,yeast infection", concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational hypertension, sleep apnea, sexual transmission of infection, trichomoniasis, herpes simplex, anemia, cesarean section (two times), eye discharge, eye irritation, essential hypertension, dyslipidemia and sleep apnea. Concomitant products included labetalol, lisinopril, medroxyprogesterone acetate (depo provera), methyldopa and nifedipine (procardia). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis infection (bladder/ urinary tract/vaginal) type:") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia inability to have sexual intercourse)"), dyspareunia ("dyspareunia painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), pelvic adhesions ("lysis of adhesions"), fungal infection ("bacterial vaginosis infection (bladder/ urinary tract/vaginal) type: yeast") with vaginal discharge, vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems :uti, vag. Infect") and vaginal infection ("bladder/urinary problems :uti, vag. Infect") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen and surgery (diagnostic laparoscopic, lysis of adhesion, total abdominal hysterectomy and bilateral salpingectomy and on (B)(6) 2016 underwent ablation,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, abdominal pain lower, pelvic adhesions, fungal infection, female sexual dysfunction, dyspareunia, dysmenorrhoea, bacterial vaginosis, vaginal haemorrhage, vulvovaginal mycotic infection, psychological trauma, urinary tract infection, vaginal infection and hormone level abnormal outcome was unknown and the back pain, vulvovaginal pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic adhesions, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2011 initially, but in current pfs (B)(6) 2011 was given and removal date (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion no opacification of the fallopian tubes or free spill of contrast into the pelvis. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound which is not exclusive of pats; on (B)(6) 2016: uterus: the uterus is retroflexed and measures approximately 10.2 x 4.0 x 4.4 em (sagittal by ap by transverse). No uterine masses are identified. The endometrium is normal in thickness, measuring 6 mm. A small nabothian cyst is incidentally noted within the cervix. The essure devices are not definitely visualized, which may be secondary to the posterior position of the uterus. Ovaries: the right ovary measures approximately 3.0 x 2.2 x 1.3 cm. Stromal echotexture is uniform and normal. Impression: no uterine abnormalities identified. Normal endometrial thickness. Essure devices not definitely visualized, may be secondary to posterior position of the uterus. Normal ovaries. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: new events psych injury, uti, vaginal infection, hormonal changes were added. Date of insertion was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational hypertension, sleep apnea, sexual transmission of infection, trichomoniasis, herpes simplex, anemia, cesarean section (two times), eye discharge, eye irritation, essential hypertension, dyslipidemia and sleep apnea. Concomitant products included labetalol, lisinopril, medroxyprogesterone acetate (depo provera), methyldopa and nifedipine (procardia). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis infection (bladder/ urinary tract/vaginal) type:") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia inability to have sexual intercourse)"), dyspareunia ("dyspareunia painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), pelvic adhesions ("lysis of adhesions"), fungal infection ("bacterial vaginosis infection (bladder/ urinary tract/vaginal) type: yeast") with vaginal discharge, vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain"), depression ("psych injury- depression"), urinary tract infection ("bladder/urinary problems :uti, vag. Infect"), vaginal infection ("bladder/urinary problems :uti, vag. Infect"), mood swings ("hormonal changes-mood swings") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (diagnostic laparoscopic, lysis of adhesion, total abdominal hysterectomy and bilateral salpingectomy and on (B)(6) 2016 underwent ablation,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, abdominal pain lower, pelvic adhesions, fungal infection, female sexual dysfunction, dyspareunia, dysmenorrhoea, bacterial vaginosis, vaginal haemorrhage, vulvovaginal mycotic infection, depression, urinary tract infection, vaginal infection, mood swings, arthralgia and weight increased outcome was unknown and the back pain, vulvovaginal pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, arthralgia, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, menorrhagia, mood swings, pelvic adhesions, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2011 initially, but in current pfs (B)(6) 2011 was given and removal date (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. No opacification of the fallopian tubes or free spill of contrast into the pelvis.. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound which is not exclusive of pats; on (B)(6) 2016: uterus: the uterus is retroflexed and measures approximately 10.2 x 4.0 x 4.4 em (sagittal by ap by transverse). No uterine masses are identified. The endometrium is normal in thickness, measuring 6 mm. A small nabothian cyst is incidentally noted within the cervix. The essure devices are not definitely visualized, which may be secondary to the posterior position of the uterus. Ovaries: the right ovary measures approximately 3.0 x 2.2 x 1.3 cm. Stromal echotexture is uniform and normal. Impression: no uterine abnormalities identified. Normal endometrial thickness. Essure devices not definitely visualized, may be secondary to posterior position of the uterus. Normal ovaries. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received: new events weight gain, joint pain were added. Event hormonal changes updated to mood swings. Event psych injury updated to depression. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational hypertension, sleep apnea, sexual transmission of infection, trichomoniasis, herpes simplex, anemia and cesarean section (two times). Concomitant products included lisinopril and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), the first episode of vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), pelvic adhesions ("surgery (other type of surgery: l)::sis of adhesions,"), fungal infection ("bacterial vaginosis infection (bladder/ urinary tract/vaginal) type: yeast") with vaginal discharge, female sexual dysfunction ("apareunia inability to have sexual intercourse)"), dyspareunia ("dyspareunia painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("pain"), the second episode of abdominal pain ("pain"), bacterial vaginosis ("bacterial vaginosis infection (bladder/ urinary tract/vaginal) type:"), the second episode of vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). The patient was treated with ibuprofen and surgery (ablation, and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, pelvic adhesions, fungal infection, female sexual dysfunction, dyspareunia, dysmenorrhoea, the last episode of abdominal pain and bacterial vaginosis outcome was unknown and the back pain, the last episode of vulvovaginal pain and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, the first episode of abdominal pain, the first episode of vulvovaginal pain, the second episode of abdominal pain and the second episode of vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion no opacification of the fallopian tubes or free spill of contrast into the pelvis. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound which is not exclusive of pats; on (B)(6) 2016: uterus: the uterus is retroflexed and measures approximately 10.2 x 4.0 x 4.4 em (sagittal by ap by transverse). No uterine masses are identified. The endometrium is normal in thickness, measuring 6 mm. A small nabothian cyst is incidentally noted within the cervix. The essure devices are not definitely visualized, which may be secondary to the posterior position of the uterus. Ovaries: the right ovary measures approximately 3.0 x 2.2 x 1.3 cm. Stromal echotexture is uniform and normal. Impression: no uterine abnormalities identified. Normal endometrial thickness. Essure devices not definitely visualized, may be secondary to posterior position of the uterus. Normal ovaries. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs+mr received: event abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis , apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), surgery (other) type of surgery: lysis of adhesions, dyspareunia (painful sexual intercourse), pain, vaginal discharge, pain, added. Medical history, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol from (B)(6) 2016, gestational hypertension, sleep apnea, sexual transmission of infection, trichomoniasis, herpes simplex, anemia, cesarean section (two times), eye discharge, eye irritation, essential hypertension, dyslipidemia, sleep apnea and blood pressure high. Previously administered products included for an unreported indication: depo provera from 2009 to (B)(6) 2011. Concomitant products included labetalol, lisinopril, medroxyprogesterone acetate (depo provera), methyldopa and nifedipine (procardia). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal hemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes-mood swings"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis infection (bladder/ urinary tract/vaginal) type:") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia inability to have sexual intercourse)"), dyspareunia ("dyspareunia painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2015, the patient experienced depression ("psych injury- depression/ psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital hemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), pelvic adhesions ("lysis of adhesions"), fungal infection ("bacterial vaginosis infection (bladder/ urinary tract/vaginal) type: yeast") with vaginal discharge, vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain"), urinary tract infection ("bladder/urinary problems :uti, vag. Infect"), vaginal infection ("bladder/urinary problems :uti, vag. Infect") and arthralgia ("joint pain"). The patient was treated with ibuprofen and surgery (diagnostic laparoscopic, lysis of adhesion, total abdominal hysterectomy and bilateral salpingectomy and on (B)(6) 2016 underwent ablation,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea, back pain, vulvovaginal pain, abdominal pain upper, vaginal hemorrhage, depression and mood swings had resolved and the genital hemorrhage, abdominal pain, abdominal pain lower, pelvic adhesions, fungal infection, female sexual dysfunction, bacterial vaginosis, vulvovaginal mycotic infection, urinary tract infection, vaginal infection, arthralgia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, arthralgia, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital hemorrhage, menorrhagia, mood swings, pelvic adhesions, pelvic pain, urinary tract infection, vaginal hemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2011 initially, but in current pfs 01-jan-2011 was given and removal date (B)(6) 2016, (B)(6) 2016. Current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. No opacification of the fallopian tubes or free spill of contrast into the pelvis. Smear cervix - on an unknown date: abnormal pap smear of cervix. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound which is not exclusive of pats; on (B)(6) 2016: uterus: the uterus is retroflexed and measures approximately 10.2 x 4.0 x 4.4 em (sagittal by ap by transverse). No uterine masses are identified. The endometrium is normal in thickness, measuring 6 mm. A small nabothian cyst is incidentally noted within the cervix. The essure devices are not definitely visualized, which may be secondary to the posterior position of the uterus. Ovaries: the right ovary measures approximately 3.0 x 2.2 x 1.3 cm. Stromal echotexture is uniform and normal. Impression: no uterine abnormalities identified. Normal endometrial thickness. Essure devices not definitely visualized, may be secondary to posterior position of the uterus. Normal ovaries.. Most recent follow-up information incorporated above includes: on 18-mar-2020: plaintiff fact sheet received. Reporter, medical history, historical drug were added. Updated reported term of events, severity and updated outcome of events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pelvic pain, hormonal changes-mood swings, depression, dyspareunia as recovered. Event genital haemorrhage was updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.